Event description:
It was reported the insulin pump was exposed to moisture, customer was playing in the paddling in the pool. Customer was advised to discontinue use of the device. Customer's blood glucose was 17.0mmol/l. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The device had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, scratched case, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The unit had moisture damage on the electronic and motor assemblies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.